Event description:
It was reported that during the pre-use check, leakage of circulation water from the product was observed. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Visual inspection confirmed failure mode reported. After leak test was performed, failure mode leak was confirmed. The most probable root cause is that the product became damaged after it left the manufacturing facility. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that during the pre-use check, leakage of circulation water from the product was observed. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Visual inspection confirmed failure mode reported. After leak test was performed, failure mode leak was confirmed. The most probable root cause is that the product became damaged after it left the manufacturing facility. DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.